Event description:
While using a byte night aligners, patient reported when they started using byte aligners, they experienced extreme pain that prevented them from sleeping at night and caused them to wake up with blood in their mouth. The patient reported that they contacted customer support and was advised to wear the aligners for longer than the prescribed one-week plan, rinse them under hot water and wear them during the day as well. These suggestions did not improve the patient's situation. The patient reported that they have visited their dentist many times and it was indicated that the aligners were likely the cause of their problems and that their aligner plan was unrealistic. Patient has experienced jaw discomfort, feeling like their jaw is not in the right position. Their teeth are discolored, their front tooth has a small chip, their #5 tooth is broken off at the gums, their #13 tooth has lost a large chunk. The patient has been diagnosed with gingivitis and had to get a root canal on #4 tooth due to the damage done. We are gathering additional information to support this patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.